Event description:
The following was reported to hamilton medical ag: summary: subject: tf 231032. Neither harm to patient, user or third party was reported. Based on the information provided in the record, the "tf231032" and "selftest failed" alarms were triggered after start-up.

Manufacturer narrative:
Hamilton medical ags conclusion: investigation ongoing.